Event description:
It was reported that despite recent replacement of the stylus, it was still not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the stylus pen did not work and calibration also was non-functional. The overlay was replaced to address this issue.